Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had stuck button alarm. Customer's blood glucose value was 145 mg/dl at the time of the incident. Customer states they did press a button down for 3 minutes or longer. Customer states they were able to clear the alarm. Customer states the buttons are working. The customer was assisted with troubleshooting. Customer will not return device for analysis.